Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided.based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported as a general comment from a physician that: it is not uncommon to have perclose failures in arteries with significant peripheral vascular disease. With pvd, perclose failure is usually secondary to the needle to grabbing the suture. I will often try several perclose devices but after 2-3, I will usually use an angioseal. No additional information was provided.